Manufacturer narrative:
No lot number was provided, therefore, a device history review could not be conducted. The sample was not returned for the company's evaluation. The IFU covers perforations under precautions: the implant procedure requires diligent attention to anatomical structure and care, to avoid puncture of large vessels, nerves, bladder, and any viscera, during introducer needle passage. Cystoscopy should be performed to confirm bladder integrity or recognize a bladder perforation. Adverse events: perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage."

Event description:
It was reported by the doctor that while performing a retropubic sling procedure the patient's bladder was perforated. The patient had no bleeding associated with the injury. Additional information has been requested, but not yet received.